Event description:
Terumo medical corporation received the following reported information: the lesion in the right iliac artery was treated via the right common femoral artery using an ipsilateral/antegrade approach. The device used was destination (6 fr, 45 cm). The angio-seal device was then used to achieve hemostasis. After the destination was removed via the radifocus guidewire (0.035 inches), which had been used in the treatment, the assembly was inserted into the artery. However, the physician did not sense the assembly entering the artery, and no backflow of blood was observed, indicating that the assembly could not be inserted into the artery. The assembly attempted to be advanced further; however, the assembly became bent. It was determined that it would be difficult to continue the procedure using the device. Therefore, the use of the device was discontinued. Another angio-seal device was then used to continue the procedure. This time, the assembly was inserted over the angio-seal guidewire. The assembly was successfully inserted into the artery, and hemostasis was successfully achieved using the second device. The estimated blood loss was less than 250cc. The type of procedure was hemostasis. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, poly-foil pouch, guidewire, hemostasis sheath, arteriotomy locator, and plastic tray. With visual inspection, the device was found in a used condition with visible signs of blood. The sheath and locator assembly were returned fully mated and with a kink at the blood inlet holes of the assembly. Dimensional analysis was also performed by measuring the od of the locator and od of the hemostasis sheath. The dimensions that were found: locator od - 0.090", sheath od - 0.114". The locator and hemostasis sheath were found to have been within the appropriate specification of 0.092'' +.000 / -.002 and 0.115" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. One 6fr angio-seal vip device was returned to terumo medical corporation for analysis. A kink was noted at the blood inlet hole of the sheath and locator assembly. Dimensional testing was performed by measuring the od of the sheath and locator and both components were within specifications. Based on the condition of the device, the complaint can be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained by the device during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).